Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc failure. The customer reported there was no patient involvement.